Manufacturer narrative:
Date of event exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing some discomfort at the ipg site and was not getting an adequate pain relief despite reprogramming done. It was also noted that the ipg had to be charged more frequently and was getting warm during charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.